Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed: no labels missing / good - scratched screen. No evidence of reported problem was found on error history log. The reported issue could not be confirmed; however, delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification, but within the published specification. Fm-dp-20085-08 performed. Pump ran 2min 40 sec, pump alarmed over 2min 30 sec. Stop watch e6721 used, test passed. As preventative measure, the pump?s expulsor was trimmed to bring the pump's delivery into more nominal range.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy +8.5%. No patient was involved in this event. No adverse effects were reported.